Event description:
A nurse reported that during vitrectomy surgery, a system message displayed with a red stop sign. A second system had to be used to complete the surgery. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The company representative reseated cables and the supervisor pcb (printed circuit board). The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).